Manufacturer narrative:
The device is returned and an evaluation completed for it. Upon inspection and testing, it was observed that the device image had abnormality in coloring. This is attributed to the damaged charge couple device (ccd) unit. Other observations for the device are distal end rubber coating has chipping. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
This is a loaner device that was returned by the customer for evaluation and repair of white balance not functioning. There is no reported harm to any patient or persons. Upon evaluation of the returned device, it was observed that the device image had abnormality in coloring. This is attributed to the damaged charge couple device (ccd) unit. This medwatch is being submitted for the abnormal image coloring due to damaged ccd as observed during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to a malfunction of the image sensor unit, a board inside the video connector, or a malfunction on the system side. Olympus will continue to monitor field performance for this device.